Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced discomfort at the ins pocket site. As a result, surgical intervention may be pending.

Event description:
Additional information identified that ipg appeared low and needed to be relocated.